Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited loss of capture on the left ventricular and right ventricular channels. The event was stored as right ventricular oversensing. It was noted that the leads were tested and exhibited normal electrical values. Programming changes were made. The patient was in stable condition.